Manufacturer narrative:
There is nothing being returned for a physical evaluation, because the device is still in the patient. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. If and when any further pertinent information germane to this issue is received here at mitek, a follow-up report will be filed. At this time, no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
8the rep is reporting that during a labral repair procedure, the surgeon was shuttling the utility suture of the bioknotless anchor through the labrum. While in the process of shuttling through the tissue, the utility suture became snagged, and when the doctor pulled hard on the utility suture, it snapped and came off of the bioknotless anchor. The doctor attempted to remove the anchor with the inserter, but the anchor was no longer attached and remained in the patient. The surgeon performed a thorough examination of the joint, sub-acromial space the capsular pouch, but was unable to find the anchor. The procedure was extended for an hour to search for the anchor in the shoulder joint. The case was completed using another bioknotless anchor without further incident.